Event description:
Event description boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) presented to the hospital for syncope. Initial attempts to interrogate the device were difficult, as the programmer kept locking up. After rebooting the programmer 3 times, the device was successfully interrogated. Boston scientific crm is currently investigating this event to determine device involvement with the reported syncopal episode.